Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received patient was discharged after procedure with no complications

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single incision laparoscopic assisted vaginal hysterectomy procedure, the device's suture broke off into the patient and the surgeon closed the incision. The surgeon decided not to retrieve the suture thought it would be more harmful to the patient. An x-ray was taken. Surgeon talked to radiologist and informed of location of broken suture. Surgeon then decided to perform a diagnostic laparoscopic procedure and was able to removed broken suture.